Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical inc. (Isi) clinical sales representative (csr) called an isi technical support engineer (tse) after case to report that universal surgical manipulator (usm4) felt stiff during set up. Csr stated that the left to right motion felt tough and was cumbersome when docking and placing ports. Csr and customer would like field service engineer (fse) to follow up. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed and reproduced the reported complaint. Fa installed the unit on the system felt the tightness on yaw axis while performing its range of motion when clutched. Fa manually drove the unit; a significant grinding noise was also noticeable along yaw axis. The unit did not fail any friction test on psc fixture test platform (pftp) which was unusual having the tightness on the yaw axis but found yaw brake gap was at the lower end of the specifications, which could potentially cause the tightness on yaw axis. The yaw motor module assembly and yaw harmonic drive will be replaced as a fix to the reported problem. Yaw harmonic drive will be cleaned, greased and aligned with new grease. The unit passed direction test, carriage lissajous, carriage switches, carriage strength, sensors check, sine cycle, fiber test, brake test and all friction test on pftp. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse) and investigation revealed no system errors. Additional logs confirmed system sk0359 was used on (B)(6) 2022 for a cholecystectomy procedure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was replaced after the completion of a procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.